Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. Patient reported that stimulation is turning off by itself intermittently. The issue first started in november and happened three times in (B)(6). When he checks his ins with his patient programmer (pp) at the time he feels stimulation turn off, the pp shows that stim is off. Patient stated that his ins battery level is above 25% when this occurs. From what patient could tell, he can recall he was sitting in a chair two of the times when stimulation turned off by itself. Patient confirmed he has not had any recent trauma or falls and stated that he hasn't been around any significant emi when this has occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information. Reported that there was no change in the circumstances that led to the issue; believed when charging and charger connected to 115 vac then unplug unit from charger when they reconnect power a lot of the time it reestablishes connecting and (illegible) full when it isn't. Steps taken to resolve the issue was not plugging during charge cycle. No further complications were reported.